Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2017, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient (pt) reported she feels that there is a "dent" in her internal leads since asked unknown event date. Pt reported she fell one day at shopping center "really bad" and hit her eye 5 months ago and she fell again yesterday (B)(6) 2020. Caller was redirected to the healthcare provider (hcp) so he can check the ins and leads.